Event description:
The report indicated that 2 days after the cardiac ablation procedure using qdot micro¿ catheter, the patient experienced pain from the throat and the chest. The information indicated that two days after the procedure the patient complains of pain from the throat to the chest. Mediastinitis is suspected, and the patient will undergo a (CT) computed tomography scan for evaluation. The physician's opinions on the relationship between the event and the product was that while conducting ablation with 90w4s behind the esophagus may have had an effect, and the health hazard was non-serious (moderate/minor). No extended hospitalization was reported. The cause of the pain does not seem to have been diagnosed, but the likely condition was pericarditis. After administering medication, the patient's symptoms were alleviated, and the patient has already been discharged. The physician's comment was that there was no causal relationship with the product. The patient's condition improved.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the 31498089l finished device, and no internal action related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).